Manufacturer narrative:
The lot number was provided. A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of the coil, the physician realized the coil was no longer moving when attempting to push or pull it, and noted the coil detached. Resistance was encountered during withdrawal of the pusher wire. Under flouroscopic guidance, the physician noted something radiopaque inside the catheter, and withdrew the entire catheter out. A dyna CT was performed and determined that it appeared to be a thinner component of the pusher wire that appeared to still be attached to the coil that was detached in the coil pack. A wire and catheter was used to push the remaining wire in the venous shunt adjacent to the coil pack and continued coiling, stabilizing the wire as part of the coil pack. There was no reported patient injury or intervention. The procedure was reported to be a successful embolization of the brto venous shunt, and the patient was reported to be stable.